Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose. The caller stated that the customer had excessive no delivery alarms, and she has lost confidence in the insulin pump. The mother requested having a replacement of the device. Troubleshooting was performed. The customer's blood glucose reading at time of call was 374 mg/dl. The caller stated that the alarms were recurring. Assisted the mother to run the fixed prime test and the insulin did exit. Advised to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.